Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current info is insufficient to permit a conclusion as to the cause of the reported event. Implant had exceeded defined life of 10 years as defined within the design technical file. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).

Manufacturer narrative:
A revision procedure has been successfully completed with no reported complications. The device has not been returned to stanmore implants for evaluation but an x-ray review has taken place. The reported disassociation could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself. There is no indication or evidence available at this time to suggest that there was a non-conformance. Should additional information become available, the investigation will be re-opened and re-evaluated. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00130 ((B)(4)). It was reported by the surgeon that the patient underwent a custom distal femur procedure on (B)(6) 2000. On (B)(6) 2012, dr (B)(6) diagnosed a disassociation of the stem and shaft of the implant.

Event description:
It was reported by the surgeon that the pt underwent a custom distal femur procedure on (B)(6) 2000. On (B)(6) 2012 dr (B)(6) diagnosed a disassociation of the stem and shaft of the implant.